Manufacturer narrative:
The sapien xt valve was not returned to edwards for evaluation as it remains implanted in the patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported similar complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. In this case, the complaint was confirmed based on review of medical records. There was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve stenosis 5 years and 9 months post valve implant could not be confirmed but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (dyslipidemia). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information: medical records review revealed 5 years and 9 months post implant of a sapien xt valve in the aortic position, the valve leaflets appeared to be significantly sclerotic with decreased excursion. A peak gradient of 76mmhg and a mean gradient of 52mmhg were reported. This was consistent with severe relative stenosis. Trace central regurgitation and mild inferior pvl were also reported. Three (3) months later, a 26mm sapien 3 ultra valve was implanted during a valve in valve (viv) procedure. Post viv, a normal functioning valve, with no regurgitation or leak was observe. The mean gradient measured 10mmhg. The patient was discharged in stable condition on postoperative day (pod) 1. One month post viv, the patient was in stable condition with improved symptoms.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, 6 years post implant of a 26mm sapien xt valve in the aortic position, a 26mm sapien 3 ultra valve was implanted during a valve in valve procedure. The sapien xt valve failure mode was reported to be stenosis. At the time of the report, the patient was in stable condition. Both valves remain implanted. No further information is available at this time.